Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after breakfast while using the ilet, with insulin delivery resumed following assistance during a supply change; the user and caregiver had difficulty executing the supply change steps and additional training was scheduled. Symptoms included elevated blood glucose, with reported highs up to 363 mg/dl for about three hours. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included troubleshooting assistance by support and user education on the supply change process. Investigation of this case revealed no confirmed device leak or occlusion reported by the user, and the event was attributed to an unclear cause of hyperglycemia following a challenging supply change and user handling. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.